Event description:
It was reported to medtronic neurosurgery that the product was blocked before use. According to the report, a new package was opened and the operation was completed. The report stated that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned reservoir met the requirements for leak testing. It did not meet the requirements for patency testing as the one-way valve mechanism within the reservoir was observed to be occluded. It is unknown how or when this occurred. A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. The lot number of the device was later reported to medtronic neurosurgery. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).